Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off events on (B)(6) 2024. The infusion set was in use for less than 24 hours. The glucose level was high (specific value unknown). No further information available.